Event description:
During routine testing of 598 volumetric pumps a free flow was observed to occur. The technician at the time assumed they had inadvertently mis-loaded the administration set. They reloaded the set and resumed testing without any further incident. Further testing has revealed freeflow can be repeatedly instigated. Subsequently, users on the wards observed two separate incidents of partial free flow. There was no reported patient consequences or injury on the 2 events in the ward. Both patients' information was unavailable from the account. Lot numbers that may have been in use were 341612, 281372, or 245372.